Event description:
Contained inside of the anesthesia kit is a y-elbow that connects the tubing and the mask together. At the very beginning of a surgical procedure, the y-elbow leaked under pressure. No pt injury occurred.